Event description:
It was reported from the rn to the clinical support specialist at 6:48 am est that there were changes in color on the monitor display. The clinical support specialist (css) verified with the rn that the intra aortic balloon pump (iabp) was pumping with no alarms. The rn stated the assisted pressures were displayed in pink and the unassisted pressures were orange. The rn said the waveforms were different shades as well, but all were still clear and readable. The css had the rn disconnect the monitor cable and plug back in; no change in the screen. The css said the only other recommendation would be to have the rn power down the pump and turn back on to see if this would reset the graphics, but the rn felt the pt was not stable enough to do this. They have a second iabp in the pt's room and are aware to continue to monitor the status of the screen. If they are unable to use the readings they will switch to the back up pump. The css requested that the rn mark this pump to be sent to biomed after it is removed from the pt for further eval. The css provided the direct contact info if the rn needs any further assistance with switching the iabp or manual calibration. As a result, the rn continued to assess monitor screen. There was no report of pt death, complications or injury. No medical/surgical intervention was needed. No delay or interruption in therapy noted. The pt outcome is unk at this time. Add'l info received on (B)(6) 2011, per a rn from the intensive care unit (ICU) stated that the pt is currently still in the ICU department. The rn stated that the screen did go back to normal. The pump was switched out at some time, but the rn stated not knowing exactly when. The pump is currently still sitting in the ICU department. The rn was unaware if the pump had been looked at by biomed. The iab is still indwelling and the rn reports they are having issues with helium loss. Reference MDR#: 1219856-2012-00007 for the related iab report.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.